Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was being taken to the hospital due to a blood glucose reading of 600 mg/dl. The mother stated that the customer had not had anything to eat or drink for the last six hours. Unable to troubleshoot as the customer was being taken to the hospital at the time of the call, and the mother was following the paramedics in her own car. Advised the mother to call back at her convenience. Nothing further was reported.